Event description:
It was reported that the atrial lead exhibited high impedance, unipolar impedance higher than bipolar impedance, and no capture. The patient also indicated that an x-ray was done, and the lead was 'broken.' The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead exhibited high impedance, unipolar impedance higher than bipolar impedance, and no capture. The patient also indicated that an x-ray was done, and the lead was 'broken.' The lead is still in use. No patient complications have been reported as a result of this event.